Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).

Event description:
A consumer reported seeing a flash of light in his vision and a black floater approx one month following intraocular lens (iol) implant surgery. Add'l info was received from the surgeon, who reported he did not feel the iol caused or contributed to the event. The event resolved without treatment. An unapproved viscoelastic was used during the surgical procedure. There are two medical device reports associated with this event. This report is for the right eye. The left eye was previously reported under MFR report number 1119421-2011-01247.